Event description:
Patient is receiving weekly chemotherapy and premedication treatment for diagnosed vulvar cancer. Patient given pre-medication consisting of zofran and decadron IV on total volume per pharmacy of 79 mls to infuse over 15 minutes at 316 ml/hr. Symbiq pump programmed accordingly to pharmacy parameters on premedication bag. At approximately 1040 rn talked with patient, noting that medication was delivered down to air in bag and chamber and the pump was still pumping the air closer to patient, not yet having detected it and pump did not give "air in line" alarm. Rn closed white roller clamp to stop medication/air in tubing where it was at. Pump was alerting occlusion (d/t roller clamp activated). Pump reading volume to be infused was still at 4.08 mls. Pump turned off after tubing removed. Tubing saved and marked at 54 inches past chamber that loads into hospira symbiq, full of air. Pump and tubing were sent to biomedical department and have been sequestered. Bio-technician has been unable to duplicate the "air in line" problem. Patient received infusion of cisplatin 80 mg via another symbiq pump with 500 ml dextrose 5% 1/2 normal saline with 10 meqkcl, 1 gm magnesium sulfate & 25 gm mannitol infused over 60 minutes. No complications or adverse effects from the infusion. No air reached the patient.====================== health professional's impression======================unknown - we have been unable to duplicate the "air in line" through biotech testing of the pump and the tubing. Problem could possibly be linked to the cartridge or tubing set. Bio-technician observed a difference between the tubing sets received previously and the current tubing sets.====================== manufacturer response for IV pump and tubing, symbiq IV infusion pump======================hospira clinical bulletin issued april 2010 recommending avoiding the practice of over programming the volume to be infused with the intention of using the "air in line" alarm to alert the clinician to the end of an infusion, and recommended use of an administration set or extension set with an air eliminating filter where clinically acceptable. Hospira is continuing to investigate these reports. Hospira representatives will be at hospital later this week to assist with investigation of event.